Manufacturer narrative:
A device history record was reviewed and was confirmed that products were produced accomplishing quality requirements. Three samples were received for evaluation. A functional inspection was performed; the bag was filled with water and leaking at the seal was immediately observed. Damage was found on the rings of the seal of the tube. A root cause can be due to an issue with the sealing machine between the bag and tubing or incorrect handling when the product is removed from the machine. The manufacturing personnel involved were notified of the reported issue and the sealing machine will be reviewed. Complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 2017-09-26. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had a leakage while using on patient.